Event description:
IV tubing malfunctioning causing tubing to pull away from cassette. 2 separate lot numbers affected at the same time, while priming IV tubing.manufacturer response for IV tubing, standard IV tubing universal straight sets: the manufacturer assigned a reference number. Requested material back for evaluation, stated new lot numbers were not manufactured with undersized tubing as was found in the previous 5 lot numbers reported.